Manufacturer narrative:
A2 age at time of event: (B)(6) years old at the time of study enrollment.

Event description:
It was reported that restenosis occurred. The subject was enrolled into the clinical study on (B)(6) 2024, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm in cannulation zone with 7.5 mm reference vessel diameter, 30.0 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 7 mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 7 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 10%. Post procedure, the subject was advised to continue ongoing clopidogrel and anti-coagulant medication therapy. On (B)(6) 2025, 295 days post index procedure, the subject was noted with decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 239 ml/min, resistance index (ri) of 0.81, systolic blood pressure of 111 mmhg, and diastolic blood pressure of 56 mmhg. On (B)(6) 2025, 99% stenosis noted in left arm anastomosis and in cannulation zone with 15 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 10%. At the time of event, the subject was on clopidogrel and anti-coagulant medications. It was further reported that the event was considered resolved on (B)(6) 2025.

Manufacturer narrative:
A2 age at time of event: 91 years old at the time of study enrollment.

Event description:
It was reported that restenosis occurred. The subject was enrolled into the clinical study on (B)(6) 2024, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm in cannulation zone with 7.5 mm reference vessel diameter, 30.0 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 7 mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 7 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 10%. Post procedure, the subject was advised to continue ongoing clopidogrel and anti-coagulant medication therapy. On (B)(6) 2025, 295 days post index procedure, the subject was noted with decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 239 ml/min, resistance index (ri) of 0.81, systolic blood pressure of 111 mmhg, and diastolic blood pressure of 56 mmhg. On (B)(6) 2025, 99% stenosis noted in left arm anastomosis and in cannulation zone with 15 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 10%. At the time of event, the subject was on clopidogrel and anti-coagulant medications.